Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system and display adapter were reseated. The power supply voltage was also adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the right monitor was not working, but the field engineer reported that the system would not boot up. There is no report of patient injury associated with this event.